Manufacturer narrative:
(B)(4): physio-control is anticipating the device return for evaluation / repair and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device locked up and was not available for use. There was no patient use associated with the event.